Event description:
It was reported that whilst attempting to insert the left bundle branch pacing lead, the lead exhibited high thresholds that were unstable despite changing multiple positions and the lead also exhibited no pacing. High impedance was also observed on the lead. After taking the lead out, it was noted that the spiral tip and the end of the lead had become longer and fibrous tissue was noted on the lead. The lead was attempted, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.